Manufacturer narrative:
The reported sensor (B)(6) has been returned and investigated. Sensor plug is properly seated in the mount and no physical damage is observed on the sensor patch. Sensor was found to be in state 6 (indicating abnormal termination) with a brown out rest (event log 21). No failure modes were observed with the sensor plug upon visual inspection. The sensor was further investigation and sensor was de-cased. No issues were observed upon visual inspection of the pcba (sensor¿s printed circuit board assembly).the battery was measured and was found to be within specification. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "loss of balance". "Dizzy", and was unable to self-treat, requiring third-party treatment of "candy" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "loss of balance". "Dizzy", and was unable to self-treat, requiring third-party treatment of "candy" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.